Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit tip was broken into two pieces. Tip of drill bit remained inside patient acetabulum. There was no surgical delay and no reported patient harm. Drove it had been reused reprocessed multiple times.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿it was reported that the drill bit tip was broken into two pieces. Tip of drill bit remained inside patient acetabulum. There was no surgical delay and no reported patient harm. Drove it had been reused reprocessed multiple times¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that quickset 1pc flex drill bit 35 has a portion of the fluted tip broken off; fragment was not returned for evaluation. However, no evidence of the device being embedded to patient was provided. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage and multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 35 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.